Event description:
On (B)(6) 2011, the pt reported, she began to feel ill on (B)(6) 2011 due to elevated blood glucose. She bolused through the infusion device but her readings would not decrease. On (B)(6) 2011, she felt fatigued and had a headache and her blood glucose measured in the 400 mg/dl range despite bolusing and she went to the hosp. Her blood glucose measured 1900 mg/dl and she was diagnosed with diabetic ketoacidosis. Her normal blood glucose range is 120-140 mg/dl. She removed the infusion site and found the cannula was bent and outside of her body. She was monitored in the ICU and treated with fluids and an insulin drip. She was released from the hosp on 03/12/2011. She stated, she noticed elevated blood glucose within 3 hrs after changing the infusion site. She was sent replacement infusion sets. The infusion set in use at the time of hospitalization was requested to be returned for eval.